Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that as an inpatient it was discovered that right atrial lead of the implantable cardioverter defibrillator was oversensing noise. No programming changes were made, and there were no patient consequences.